Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. For this reason, evaluation code 11 was used in the conclusions section of h6. A follow up report will be submitted within 30 days of this report being sent. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a kink on the purge line. Follow up communication with the user facility confirmed the following information: the purge line had been squeezed together; the procedure was completed successfully; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturer for evaluation. Visual inspection upon receipt found that the purge line tube had been partially crushed. There were no other anomalies on the remainder of the device. Magnifying inspection of the crushed segment revealed that some streaks had been generated in parallel with one another. The interval of the streaks was found to be very similar to that between the grooves created on the edge of the housing on the water port side. The cushion materials, including the corrugated card board, used to pack this product were inspected for their shapes. Their shapes were found not to match the impression of the crush generated on the purge line tube. Based on the investigation result, it is likely that the purge line tube of the actual sample was in the state of being sandwiched between the oxygenator module and the sterile pack, resulting in the generation of the damage. From the available information, however, it cannot be determined when and how the purge line tube was damaged. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use if the package and/or device is damaged, or if caps are not in place." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.